Event description:
It was reported that the evis lucera elite bronchovideoscope had exhibited a scope communication error e216. The issue occurred during preparation for use prior to a tracheoscopy (medical) diagnostic procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and information obtained by olympus and the inspection results of the repair department, olympus was unable to reproduce the reported device malfunction. The device evaluation revealed the following, phenomenon (1). Reported: e216 error reported. Unable to reproduce. Phenomenon (2). Detected during the device evaluation: no image at angulation in down direction. Olympus determined the following investigation result that phenomenon (2) occurred as a result of breakage of ccd (charged couple device) cable in bending section resulting in abnormal image at angulation in down direction. Olympus IFU (instructions for use) for cv-290 states possible occurrence and cause of phenomenon 2. In order to minimize outer diameter of the bending tube, no sheath is set in ccd-cable unit of the subject device. If abnormality occur at sliding movement of ccd-cable at angulation, sheathless ccd-cable in bending tube is possible to be damaged. Olympus could not specify root cause of the suggested events. Olympus will continue to monitor field performance for this device.